Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was opened out of package for first firing and scrub tech said no reload was in the device. The scrub tech handed the empty endocutter to the surgeon and surgeon fired the device across tissue. There was cutting but no sealing. The surgeon clamped jaws of this device on tissue and got new device with reload to complete the case. There were no patient consequences reported. One device was discarded.